Event description:
Because of chronic pain for years, on 12/18/95 via certified letter, pt requested the doctor remove the 2nd set of hardware. As of this date, he has had no response at all. Today (3/6/96) he has finally located a surgeon who will remove this junk. This nightmare should be over by the end of this month. 2nd implant date given 4/1/93.